Event description:
During device preparation, the helix of the lead failed to extend or retract. The lead was not implanted and instead a new lead was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
The complete lead was returned in one piece stretched helix was noted and clogged with dried blood/tissue . X-ray inspection found stretched helix and over-torque of the inner coil consistent with procedural damage. Visual examination of the lead didn¿t find any anomalies.